Event description:
A pt had expired while the MFR's device was in use. To date, the attending doctor and the coroner involved in the case have not made any comment regarding whether the device could have caused or contributed to the death. The only info reasonably known, to date, is the device was in use by a pt. The device was infusing flolan, he was at home, he reportedly told his father he was not feeling well, then lapsed into unconsciousness, and that the device was reportedly sent for independent testing.